Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed with blood present in the device. The thumb advancer had been advanced to completely slit the sheath. The plunger was in the proximal pre-deployed position with the vessel locator wings collapsed. The internal components were examined and found in the corresponding position to the external and undamaged. The clip had not been deployed. The plunger was activated and locked into position with the number visible in the window. The vessel locator wings were opened and stayed open until collapsed via the safety release button 10 of 10 attempts. No premature collapsing of the locator wings occurred during testing. The vessel locator assembly is inspected during the finished goods lot acceptance testing. Based on the analysis and the test results the cause for the reported premature collapsing of the vessel locator wing could not be determined and the reported experience could not be confirmed. A possible cause for the device being pulled out of the artery could be related to but not limited to, inadvertently applying excessive pulling force onto the device while advancing the thumb advancer or the access site was relatively larger than expected. Based on the investigation findings, the cause of the reported premature collapsing of the vessel locators during use could not be determined. The experience appears to be related to the operational context. There does not appear to be any indications of a product quality deficiency. A review of the lot history records did not reveal any nonconforming material records associated with this lot. There was no manufacturing or quality inspection issue detected.

Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the locator wings were deployed; however, they prematurely collapsed and came out of the artery. Manual compression was applied for 12 minutes to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.